Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that on (B)(6) 2025 the patient was re-admitted for intractable gastrointestinal (gi) bleeding. The patient was known to have arteriovenous malformation. The hospital was unable to locate the source of the bleed. The patient was put on pantoloc (pantoprazole) and octreotide. The patient received recurrent transfusions, and a colonoscopy and gastroscopy were performed with no active bleeding found. The hospital intended to prescribe thalodimide next and consult the gastrointestinal team. The patient remained admitted. Onset of the patient's gi bleed is captured under MFR #: 2916596-2023-03519.